Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation or indication the liberty select cycler caused or contributed to the adverse event. Additionally, there is no allegation of a malfunction or of the machine failing to perform as expected in relation to this event. During follow-up the pdrn attributed the cause of the peritonitis to the pd catheter (not a fresenius product) coming into contact with feces through touch contamination. Additionally, it is known that peritoneal dialysis treatments are associated with a high risk for peritoneal infection. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A caregiver for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called customer service requesting clinical advice regarding peritonitis. During follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient presented to the clinic with abdominal pain; and was subsequently diagnosed with peritonitis. Peritoneal effluent fluid cultures were positive for coagulase negative-staphylococcus, in addition to an elevated white blood cell (wbc) count of 4,106 cells/ul. The pdrn stated the cause of the peritonitis was the pd catheter (not a fresenius product) falling into feces (details unknown). This information was further clarified through an e-mail received two days later, which attributed causality to touch contamination; as the patient admitted they unscrewed her pd catheter (not a fresenius product) from the liberty cycler set during treatment. The patient was treated outpatient with ceftazidime 1 gm x 21 days (route unknown) and cefazolin 1 gm x 21 days (route unknown), and follow-up cultures were negative. The patient was continuing pd therapy without issue. No additional information is available.